Event description:
Dentist indicated that locator stuck in the implant, and was unable to remove it from the implant. Implant was removed as a result.

Event description:
Dentist indicated that locator stuck in the implant, and was unable to remove it from the implant. Implant was removed as a result.